Event description:
The customer tested his blood glucose and received a reading of 212 mg/dl using his old contour meter. He retested using his new meter and received a reading of 91 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer was sent the new meter as a replacement for his older meter. He was advised to dispose of his old meter and no product will be returned for evaluation.